Event description:
On 05/07: customer reports via phone that during an undetermined urology procedure, the system table motion and park arm movement failed. Staff finished the procedure using endoscopy. Customer did not provide any other procedural or pt info, other than to say the pt is fine. No reported injury.

Manufacturer narrative:
Biomed reported to tech support that he was having intermittent issues with the handswitch and table movement footswitch. Biomed told tech support they had cleaned the table movement footswitch of debris, that it had jammed, and now the system is working without any issues.